Manufacturer narrative:
On (B)(6) 2015 it was prepared a final report with the information already submitted in the intial report. On the same day it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 01 october 2015: lot 125022: 24 items manufactured and released on 19 february 2013. Expiration date: 2018-01-31. No anomalies found related to the problem. To date, 22 items of the lot have been already sold without any similar reported issue. On (B)(6) 2015 we were informed that we will not receive the removed stem for investigation and that there was no infection. Clinical analysis performed by the medical affairs director on 18 september 2015: the lateral offset on the operated hip appears to be significantly larger than the contralateral side. This may have clinical relevance. It is not a problem that should be ascribed to the implanted devices.

Event description:
Pain in the thigh probably because of too much offset in the operated side. It has been change the stem.